Event description:
A nurse reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew stenotrophomonas maltophilia. The patient was treated with intravenous (IV) antibiotics in the hospital for peritonitis (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for replacement needs. The nurse stated the patient is recovering from the event. However, the patient remained hospitalized at the time follow-up was completed. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to the patient swimming in a pond.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew stenotrophomonas maltophilia which is an organism that lives in aquatic environments. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to the patient swimming in a pond, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this peritoneal dialysis (pd) patient was hospitalized for peritonitis. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which grew stenotrophomonas maltophilia. The patient was treated with intravenous (IV) antibiotics in the hospital for peritonitis (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and the patient was transitioned to hemodialysis for replacement needs. The nurse stated the patient is recovering from the event. However, the patient remained hospitalized at the time follow-up was completed. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to the patient swimming in a pond.